Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced both hyperglycemia which was treated with insulin pump and hypoglycemia which was treated with food. Customer¿s high blood glucose level was 460 mg/dl and low blood glucose level was 43 mg/dl. Customer didn¿t experience any symptoms related to high blood glucose and low blood glucose events. The auto mode feature was present at the time of incident. Customer also reported that the insulin pump was misreading the data that was automated. No further patient complications were reported. The device will not be returned for analysis.